Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. Inspection and testing of the device could not confirm the reported b30 scope communication error; however, service found a failure of the video connector socket due to it being damaged. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during pre-use inspection of the subject device, the video system center presented a b30 scope communication error; however, the device was still able to be used to complete the unspecified diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not reproduced. Other incoming inspection findings: the video connector lock failure has been confirmed, however, the relevance is unknown. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿warnings and precautions. Precaution: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. 6.8 termination of the operation. When a endoscope, video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down.¿ olympus will continue to monitor field performance for this device.